Event description:
After 1104l camino intracranial monitoring catheter was zeroed and placed in the pt, the data shown on the monitor was erratic, changing constantly from high to very low value. Based on the description of the incident, it looks like a broken fiber optic. Since a similar problem was reported in (B)(4) 2012, and it was found that the surgeon didn't pull back the catheter by 1 millimeter as procedures required to avoid breaking the fiber optic when locking the catheter in place, we assume that the same event occurred and the problem was caused by an inadequate placement. Additional information has been requested.

Manufacturer narrative:
To date , the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.